Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they removed the reservoir, the casing on the insulin pump cracked and they received an unexpected restart alarm. The customer¿s blood glucose was unknown. Troubleshooting was performed. There was no clear indication that the alarm was cleared. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, missing end cap sticker, cracked lcd window and loose protruded drive support disk. No unexpected alarm anomaly noted. Moisture damage noted on case. No moisture damage electronic assembly.